Event description:
The facility representative reported an infusion pump with failure code 703. Information was not provided regarding whether or not the problem occurred during a patient infusion. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 7, 2007. Evaluation summary:during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.